Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined that this device was reported under the incorrect manufacturer. This report should be considered void, and the event will be reported under MFR 2648920.

Event description:
No additional information to report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d1, d2a, d2b, d4, d5, d10, g1, g3, g4, g6, h1, h2, h3, h4, h6, h10, and h11 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that there was a revision tkr due to patella instability/maltracting. Due diligence is in process for this complaint. To date no additional information has been received.

Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. D10: 42502006601 femur cemented (cr) narrow left size 9 lot#: 66055831. 42512100513 articular surface medial congruent (mc) left 13 mm lot#: 65541183. 42532006701 tibia cemented 5 degree stemmed left size d lot#: 66360624. 42557000114 stem extension tapered cemented 14mm dia 30mm l lot#: 66060290. G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.